Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #:1259187. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-09-16. Medical device lot #:1228952. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-08-16. Medical device lot #:1195663. Medical device expiration date:2022-04-30. Device manufacture date: 2021-07-14. Investigation summary: mat: 363083. Lot: 1259187, 1228952, 1195663 bd received 3 photos from the customer in support of this complaint. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. As no customer samples were received at the manufacturing site, the investigation was limited. Therefore, 10 retention samples from the bd inventory of lot 1259187 were inspected with 0 visible defects and functional testing was performed on the retention samples and the issue of underfill was not observed as all tubes were within specification limits. Lot numbers 1195663 and 1228952 were expired at the time of investigation. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing of non-expired retention product. The exact cause for the underfilling of the tube could not be determined. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes reports the sample draw is not reaching the minimum mark. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: ¿customer reports the sample draw is not reaching the minimum mark, which leads to issues in the reactive-sample relation. Customer doesn't have the exact quantity affected, but reports it has been happening for a couple months in approximately 5 tubes per day; the current batch in use is 1259187, that expires on june 30th; however, the batches are changed monthly, and the previous expired on may was 1228952, and the one before that expired on april was 1195663.¿